Event description:
The following has been reported: "problem: upstream occlusion alarm. Action: alarm stays when unit turning on every time. Tried pressure sensor calibration. Calibration gets failed. Replaced upstream pressure sensor and done calibration. Did all function test and unit is working fine. Software updated and wi-fi configuration uploaded. Brought to pump garage and placed in charged. Resolution: unit back to service." Reporting due to the referenced issues as a conservative measure. No adverse event reported. More information is needed to complete the investigation.